Event description:
Boston scientific received information that a year ago this implantable cardioverter defibrillator (ICD) showed 4 years of longevity remaining. Now the ICD shows that it is at end of life (eol). This device was explanted and has been requested to be returned for analysis. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). At this time, no further information is available. Should additional information become available this report will be updated.